Manufacturer narrative:
H4: the lot was manufactured between august 10 ¿ august 14, 2023. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the units when the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed, no signs of leak were observed. The visual inspection verified the reported condition. The cause of the reported condition was use-related due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the packaging from an unspecified location. This was observed while preparing the infusor to be sent to cleanroom. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.